Event description:
As reported by the edwards clinical specialist, during the transapical tavr procedure, the valve was positioned 70:30 aortic and due to some physician movement, landed 80:20 during deployment. Post deployment the patient¿s blood pressure remained at 30-40 systolic. Chest compressions were initiated while the cardiopulmonary bypass (cpb) lines were placed. After the cpb lines were removed, a dissection was visualized in the right iliac artery. In order to repair the artery a covered stent was placed from the contralateral side. The patient was noted to be in stable condition as was being transported to ICU. Per report, the patient did not have severe ventricular septal hypertrophy, the ejection fraction was 55%, the aortic valve was moderately calcified, the aortic root was mildly calcified, the sintobular junction (stj) measured 29mm, the sinus of valsalva (sov) measured 25mm and the patient had mild mitral annular calcification (mac). In addition, the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Additional information provided by the clinical specialist, indicated that the patient had been placed on bypass in order to treat the hypotension. In addition, the valve deployed in an intended position of 80:20 aortic however this had not caused the patient to have regurgitation. The patient is noted to be in stable condition. Per the sapien valve instructions for use (IFU) and the thv training guide, hypotension is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are many potential causes for hypotension during a tavr procedure including, but not limited to, underlying cardiac disease, medications, anesthesia, rapid pacing, and the procedure itself. These patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. In addition, these patients are routinely administered multiple vasoactive drugs during the procedure. They are also purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common. Although the exact root cause for the reported hemodynamic instability cannot be confirmed, it appears that both patient (underlying cardiac disease) and procedural factors (rapid pacing, anesthesia) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.